Manufacturer narrative:
Additional mdrs related to this event:3025141-2015-00224: plate.3025141-2015-00226: screw 2.3025141-2015-00227: screw 3.

Event description:
The surgeon implanted a short olecranon plate to treat a slightly comminuted fracture. At follow up, there were signs of proximal plate pull out which required revision surgery.